Event description:
It was reported that the fastfix360 was used to repair a meniscus, the first deployment worked without fault however when initiating the second the anchor did not deploy and the fastfix360 pulled all the way out of the meniscus and was not able to be used. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified one additional complaint for this manufactured lot.